Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, noise and suspected insulation breach. The right ventricular (rv) lead exhibited low impedance, oversensing and lack of pacing. The leads were capped and replaced. No patient complications have been reported as a result of this event.